Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a transurethral bladder tumor resection, the subject device broke off inside the patient. The pieces were retrieved via resectoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.